Event description:
It was reported that a patient¿s battery had been dead for over a year. She was told it was due to normal battery depletion. The patient went to see a health care provider (hcp) who ordered a magnetic resonance image (MRI). The MRI showed that the patient¿s discs ¿are messed up and deteriorating¿. The catheter was causing her trouble. The hcp ¿cut medication dose to zip¿. The patient was in a lot of pain. The hcp wrote prescriptions. The pump was infusing morphine. No interventions or outcome was reported regarding this event. Further follow-up is being conducted to obtain this information.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2002, product type: catheter. (B)(4).